Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country, the product is not sold in USA, but it is similar to a product which is sold in the USA. Our distributor in another country, tested the breathing circuit and found that it leaked from the interface between the water trap bowl and water trap cap. But when the distributor tightened the water trap bowl the leak stopped. Our testing of the returned breathing circuit found no leak except when the water trap bowl had been unscrewed a little. Our user instructions state to check all connections are tight before use.

Event description:
A hospital in another country, has reported that the rt105 breathing circuit failed the ventilator leak test.